Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed nor duplicated and the assignable root cause could not be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. If additional information or samples become available, a follow-up report will be submitted.

Event description:
The customer reported to baxter a clearlink continu-flo solution set which was flow tested with saline and exhibited no flow. There was no patient involvement; therefore, there was no patient injury or medical intervention associated with this event. This is report 2 of 3 of the same reported problem from this facility. No additional information is available.